Event description:
It was reported that the customer need help in programming the cot pump. The customer's blood glucose level was unknown mg/dl. The customer reported that she does not need any other assistance with insulin pump programming because she had the rest covered.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.